Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported developing an infection at the incision site. The patient reported going to the ER for the infection, but did not state that she was admitted to the hospital. Patient status is unknown at the time of this report and no device malfunctions were reported.